Event description:
It was reported that asymptomatic patient presented in hospital per routine for unrelated condition with oversensing exhibited on implantable cardioverter defibrillator. Stored electrograms showed that device was post paced t-wave oversensing on ventricular lead. There were no therapies delivered during the episodes. Suggested programming changes will be discussed with clinician and were to be made during device check.